Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced negative dysphotopsia. A fissure was noted on the iol. The patient vision had been affected. The lens was explanted and implanted with same model lens. The symptoms were resolved.

Manufacturer narrative:
Corrected information provided in d.4. Additional information provided h.3., h.6. And h.11. Follow up information indicated that the sample was inadvertently discarded by the or nurse. A re-implantation was scheduled, but has not occurred to date. It is unknown what lens model and diopter will be used as the future implant. The manufacturer internal reference number is: (B)(4).